Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g x 4mm benelux was clogged. The following information was provided by the initial reporter: patient is experiencing problems using his bd micro-fine ultra needles. About half of the needles would be clogged. The problem would only be with the current box, he has used the same needles in the past without any problems.

Event description:
It was reported that pn 32g x 4mm benelux was clogged. The following information was provided by the initial reporter: patient is experiencing problems using his bd micro-fine ultra needles. About half of the needles would be clogged. The problem would only be with the current box, he has used the same needles in the past without any problems.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2021. H.6. Investigation: twelve sealed 32g x 4mm pen needle samples were returned from lot. No. 0203705, cat. No.320141. A clog test was carried out on all twelve samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10.